Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic system. During a clinical procedure, the system shut off without a warning message. After a system restart, the customer reported a timeout error message. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No root cause could be determined. According to the service engineer, the problem was resolved by replacing the component ensuring an uninterruptible power supply ups (ups 5p 850i) after the event. This leads to the assumption that a defective ups might have led to the shutdown of the system. The system behavior reported by the user would by explicable by such assumption: if the ups fails during examination the system switches off without delay and no errors will be displayed before. On the affected system the ups 5p 850i was replaced during a service intervention. The replaced part was not sent to siemens for investigation. Therefore no corrective actions are planned based on this event.